Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt connection) was isolated to the electrode belt trunk cable being cut from the distribution node (dn). The belt was unable to pass detect and treat testing. The root cause for the cut trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt e-belt connector was damaged.